Manufacturer narrative:
Pump was received with missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.

Event description:
The customer reported via phone call that the insulin pump damage on reservoir and lip ring was missing. Blood glucose level of the customer was 111 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was able to lock in its place. The insulin pump will be returned for the analysis.